Manufacturer narrative:
Investigation results: the complaint of a leak from the septum was confirmed and the cause was determined to be manufacturing related. One 20ga nexiva unit from lot: 4088971 was provided for investigation. The septum was noted to be deformed within the catheter adapter, which created a leak path and allowed fluid to leak from the adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. This MDR replaces MFR#: 9610847-2024-00252 to correct the manufacturing plant selection.

Event description:
It was reported that bd nexiva sp with maxzero leaked at the septum. The following information was provided by the initial reporter: nurse inserted IV successfully with no issues. Then noticed blood was leaking back through the grey rubber septum the needle passes through when the device safety is activated. The IV was pulled and a new IV was placed. On (B)(6) 2024: 1. What was the impact to the patient? Patient had new IV started. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None.